Manufacturer narrative:
One tapered screw-vent implant (tsvtwb11) and mount were returned for investigation (images 1 - 4). There were no allegations against the returned mount. The investigation was performed only on the implant. Visual evaluation of the as returned implant identified no apparent malfunction. The device was not fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Additionally, measurements were taken using a caliper (cal4063; due: jun 11, 2021). Following dimensional analysis and comparison to drawings, the device was determined to be within design specification (image 5).no pre-existing conditions were noted. The reported device had been placed on an unknown tooth location for an unknown amount of time. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tsvtwb11) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information and dimensional analysis, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant fractured at the platform, patient is scheduled to have the implant removed no other additional information received at this time. Tooth location unknown.